Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, weight unknown / not provided, first/given name: unknown / not provided. PMA/510(k) number : k011028 and k013227.

Event description:
Doctor reported during implant surgery the implant perforated the sinus. It was reported an over-drilling due to a very low density bone, causing a lack of primary stability.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one impl tapered scr-v ha 4.7 mm 4.5mm 8mm (tsvwh8) was returned for investigation. Visual inspection of the as returned product identified signs of wear from use. The implant was returned in its inner vial, which was melted and adhered to the device from autoclaving. The device could not be accurately measured based on its returned condition, however it was confirmed to match based on visual inspection. The per indicates that the patient had low bone density, which could have contributed to sinus perforation via over-drilling. The reported product was located on tooth # 27 (fdi) and removed the same day as placement. Device history record (DHR) review was completed for the subject lot number 1236899. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1236899) for similar event and no other complaint was identified utilizing keyword(s) sinus. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.